Event description:
It was reported by the rep that the devices were used during unk procedures at unk times. It was reported trocar gaskets tore and the shields would not retract. The trocars were replaced during the case(s) but it is unk how the case(s) were completed using the 355ld's. There were no conseqeunces to the pts.